Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was stuck on a black screen and was offline in rss. The device remained powered on but unresponsive, with no display output. Reboot attempts were unsuccessful, and a clicking sound was observed while the issue persisted. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 20-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer found the device powered on; however, it was in critical override, disconnected, and displaying a failed hardware icon, isolated the issue to the main half-height sub-drawer 4.2, which was confirmed failed using a multimeter, replaced the drawer controller, and console drawer controller, and properly configured the components in space configuration mode, verified that the drawer was responsive and performed final testing. The device remained in critical override, and further investigation revealed a duplicate static internet protocol (ip) address assigned to the unit, coordinated with customer to engage hospital information technology, who corrected the internet protocol (ip) address conflict. The device subsequently exited critical override. The customer successfully completed inventory on the main half-height drawer 4.2 and confirmed proper operation of all drawers and network connectivity. The system functioned as intended after the field service engineer repaired the device.